Manufacturer narrative:
Background: customer claimed an impulse 7000 unit sn (B)(4) is suspect to intermittent failures in which defibrillator energy readings are out of the expected range noted in the specifications by fluke biomedical. The expected range was determined as energy reading +/- (1 percent (energy reading) + 0.1) j by fluke biomedical. This unit was received with 2.06 firmware version while the most updated firmware version is 2.07. Investigation plan: after reviewing customer claims, a set of tests is designed to access the energy output reading of the suspect unit and to compare the results with the fluke biomedical specifications. As part of the standard test setup in service, we will measure the energy output of the defibrillator and the suspect unit simultaneously. We will use a lifepak defibrillator to provide different energy outputs to the impulse 7000 units. Following tests will be performed in order to reproduce intermittent failures and investigate the causes: the unit will be tested with "as found" (B)(4), i.e., version 2.06 at five different energy levels (10j, 50j, 100j, 250j, and 360j). This test is to examine the unit in a wide range of energy levels and expose any possible intermittent failures.; the firmware of the suspect unit will be upgraded to version 2.07 and the unit will be tested at five energy levels mentioned above. This test is performed to ensure that the unit performs according to the specifications with the most updated firmware version. Investigation findings: no failure was observed and all readings were in accordance with the specifications. No failure was observed and all readings were in accordance with the specifications. All data are documented in (B)(4). Conclusions: the unit passed all tests and no intermittent failure in the defibrillator energy reading was found. Since no failure was observed by two independent engineers, no further action is required and the status is "could not reproduce failure, no problem found". We suggest that customer keep the unit firmware up-to-date. Follow-up activities. At the conclusion of our investigation, the final report will be uploaded to the master control.

Event description:
Intermittent out of tolerance defib pulse pulse measurements. E-mail received from (B)(6) 2013.